Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted in the patient's eye. Device evaluation: product testing could not be performed because the product was not returned as it remains implanted in the patient's eye. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no additional investigation request has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zcb00 12.0 diopter intraocular lens (iol) was damaged upon insertion. The physician believes the platinum 1 inserter caused the lens damage and not the lens that came damaged. The inserter that caused the damage has been removed from circulation for return. Through follow up, the physician provided additional information confirming the iol was fully inserted into the eye when the lens defect was noticed, there was no incision enlargement, no suture(s), no vitrectomy, the hand-piece is not defective and still in service. Patient out-come post procedure was reported as routine/normal post-op course. Physician clarified the damage to the iol involved the edge of the iol and was not optically or visually significant, and no complication or intervention was anticipated. No additional information was provided to johnson & johnson surgical vision.